Manufacturer narrative:
The padlock clip defect closure system subject of the reported event was discarded. As the device is not available for evaluation, a root cause cannot be determined. User facility personnel did not provide the lot number for the padlock clip, therefore a review of the device history record cannot be performed. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure the padlock clip defect closure system did not deploy the clip. The procedure was completed successfully with cauterization resulting in a procedure delay. No report of injury.